Event description:
User facility reported that 2 days following an uneventful novasure endometrial ablation in 2009, the patient experienced "abdominal pain" and was admitted to the hospital two days later. "The patient had a bowel burn and the gynecologist performed a hysterectomy." During follow-up with the physician the following month, she reported, the patient returned to another hospital's emergency room with an "acute abdomen". The patient underwent an exploratory laparotomy which "revealed a uterine perforation and a portion of the small bowel that had an area of blanching consistent with a thermal injury but not perforated". That portion of small bowel was resected and re-anastomosed and a hysterectomy was performed (reason for hysterectomy is not known). Additionally, it was reported, "the patient was discharged home in stable condition and is doing well."

Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device can not be completed. Lot number not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review could not be conducted for the disposable device or the radio frequency controller (rfc) as product identification numbers were not provided by the complainant. If additional relevant information is received, a supplemental medwatch will be filed.